Event description:
Customer reported that she was taken to the emergency room by the paramedics due to low blood glucose readings between 22 mg/dl and 26 mg/dl. Customer stated that their sensor and blood glucose readings had a big difference. Customer's sensor was reading 140mg/dl when the blood glucose reading was 65 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.